Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced problems with the battery in the implantable neurostimulator. The patient reported persistent back pain and a history of multiple back surgeries since device implantation. A new, unusual burning sensation in the back was described, along with a constant zapping sensation that differed from previous occasional jolts. The pain was located just below the battery and resolved when the stimulator was turned off. The patient was redirected to their healthcare provider to further address the issue.